Manufacturer narrative:
Device analysis: the delivery system and the shelf carton label were returned for evaluation. Kinks were observed on the graft cover and inner spiral lumen. The graft cover was retracted the distance between the taper tip and stent stop was measured at 122mm indicating that a 124mm graft had been loaded in the delivery system. The shelf carton label and the handle label stated the graft length was 124mm. The reported mislabeling was not confirmed based on the analysis of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: the reported shorter than expected limb length could not be confirmed (or ruled out) from the still angiograms provided immediately after the limb was implanted. Images of the contra limb delivery system prior to and during deployment were not seen in the returned films; therefore, the # of limb stent rings prior to deployment could not be verified. Post-implant CT¿s were not available for review, and the image quality of the post-implant angio images provided also could not allow verification of the # of stent rings and stent graft length. Also, the contra gate was deployed in the a-p orientation leading to difficulties distinguishing the contra stents from the overlapping ipsilateral limb stents seen only in a-p. Implanting of a 93mm length (9 stent length) limb cannot be ruled out. However, it is also possible that severe ¿train-wrecking¿ of the stents during implant may have resulted in the 124mm length (12 stent length) limb becoming severely foreshortened; ~30mm shorter than expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure after implantation of the main body stent graft, the physician selected a etlw1613c124ee limb for implant, due to the presence of a sacculation 15 mm proximal to the internal iliac artery. It was noted during implant that the limb was too short and did not cover the sac. After taking a more precise look, the physician noted that the limb was 93mm and not 124 mm as per the box label. It was reported that the physician measured the length of the stent graft, after it was noted the stent graft didn't cover the sac, by counting the struts. It was reported that the abdominal aneurysm was successfully treated, however the sacculation of the iliac was not covered. As per the physician, the cause of the event wasthat the endurant ii limb in the box was of the incorrect length. No additional clinical sequelae were reported and the patient is fine.